Event description:
An over-infusion of vancomycin was reported. A pre-op patient was to receive vancomycin 1 gram in 250 ml over 120 minutes (125 ml/hr). The actual time (or rate) of medication infused to the patient is unknown. The patient had redness and itching after the infusion. The administration set not saved. There was no report of medical intervention. The customer stated that the user did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report of an overinfusion of vancomycin was not confirmed. The pcu event log shows that vancomycin was programmed twice on (B)(6) 2013, once at 11:26 am and then again at 11:56 am. Each time the user programmed a custom concentration of vancomycin through guardrails. The infusion parameters for each were: 1000mg drug amount, 250ml diluent volume, 1000mg dose, concentration 4mg/ml and a duration of 2 hours, making the rate 125ml/hr. The first infusion ran from 11:26 am, when it was programmed, until 11:44 am, when the system was shutdown; volume infused 34.39ml. The second infusion was programmed at 11:56 am; however, after starting the infusion, there were multiple "check IV set" alarms and the system was shutdown at 12:05 pm. The system was powered on, the volume infused was reviewed then the system was shutdown again at 1:36 pm. The volume infused was recorded as 34.39ml. The root cause of the customer's experience of an overinfusion was not identified. The pcu event log shows that vancomycin was programmed as intended, with 34.39ml recorded as being delivered.